Manufacturer narrative:
Visual analysis: visual inspection shows the luer fitting separated from the tubing. Performance analysis: 3 returned unopened packs from the customer were opened and the tubing/fitting samples were attempted to be separated by-hand with no failures. Investigation conclusion: information was received from the customer that the product was used for 24 hours. Per the IFU, the pack should only be used for up to 6 hours. Complaint trending for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after 24-hours use, the customer reported separation between the custom tubing pack hub and the pig-tail tubing. The product was replaced to complete the case. The patient lost about 300ml of blood and required a blood transfusion.

Manufacturer narrative:
Medtronic has requested return of the complaint device from the customer for assessment. Return is pending. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported separation between the custom tubing pack hub and the pig-tail tubing. The patient required a blood transfusion.